Event description:
It was reported the patient presented to clinic for a firmware upgrade. During the initial download of the firmware upgrade, the patient became symptomatic to the upgrade operation. Therefore, the nurse removed the wand thereby ending the firmware upgrade. The cessation of the firmware upgrade leads to the device going into back-up vvi. The patient was further symptomatic to the back-up vvi. The original firmware was then re-downloaded returning the patient¿s pacemaker to its original settings. The clinician decided not to attempt the firmware upgrade again. The patient was stable after the event.